Event description:
Customer reported when priming the insulin pump the insulin squirts out. Also the buttons on the device would not respond. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not want to do technical troubleshooting for insulin squirting out just wanted to report it. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)